Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Failure analysis investigation was able to confirm the reported complaint. The instrument failed electrical continuity test. There was no obvious damage to the conductor wires at the distal nor proximal end. The instrument was placed on an in house system and the instrument passed the self-test and cut test. There was energy only from one grip. The grip force test was performed and all results passed at straight 6.16lbs, pitch 6.44lbs and yaw 6.42lbs. The instrument failed continuity test from the conductor wire crimp (in housing) to the jaw that has ceramic dots. Continuity testing passed from the conductor wire crimp to the other jaw (without dots). When pressure was applied to the jaw that failed continuity testing and retested for continuity, the continuity test passed. This indicates that the weld joint between the conductor wire and jaw electrode is intermittent or likely compromised, thus leading to failed electrical continuity without pressure. System logs were reviewed and the instrument was found to have only performed cut test. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the vessel sealer extend instrument would not "heat up" and would not "cauterize". The initial reporter stated that the procedure was completed with a back-up vessel sealer extend instrument. There was no report of patient harm, adverse outcome or injury. On 06-july-2018, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and gathered the following additional information: the csr stated that the vessel sealer extend instrument was working for 15-20 minutes and then stopped. The surgeon was working on fatty tissue when the vessel sealer extend instrument stopped working. The csr reported that the system did not generate any errors. The csr confirmed that there were no audible tones indicating the sealing cycle was complete. The csr confirmed the surgical staff used a backup vessel sealer extend instrument and the procedure was completed with no reported intra-operative complications.

Manufacturer narrative:
Additional failure analysis investigation done via x-ray confirmed that the conductor wire was broken at the weld location. A follow-up MDR will be submitted if additional information is received.

Event description:
Refer to follow-up information.